Event description:
While performing an ultrasonic scaling procedure, the scaler insert ejected from the hand piece. The matter was referred to the respective product mgr who contacted the drs office and was informed that the device was not being used, that it was packed up waiting to be returned to c/w for investigation. The caller was advised that c/w would issue a call tag. On 09/2001, in another telephone call, sales rep advised verbally that there was pt injury - this is the first time that pt injury was mentioned. 9/2001: co rep of c/w spoke to assistant at dr.'s office, to ascertain some more details. Dr was busy and unable to talk. Assistant was very difficult to understand due to assistant's accent. Assistant confirmed that there were indeed two incidents. It appears that upon ejection of the insert from the handpiece, the scaler tip injured the palate of these two pts. Pt 1 - on event date: the pt was in general good health. During a scaling procedure, the insert ejected and injured the palate. Pt was given xiloxin and a rx for additional medication and sent home. Pt 2 - the next day: pt in general good health had a very similar occurrence and outcome was same, small injury. The assistant said that, as of 09/2001, both pts are fine without any untoward effects.

Event description:
While performing an ultrasonic scaling procedure, the scaler insert ejected from the hand piece. The matter was referred to the respective product mgr who contacted the dr's office and was informed that the device was not being used, that it was packed up waiting to be returned to c/w for investigation. The caller was advised that c/w would issue a call tag. On 09/2001, in another telephone call, sales rep advised verbally that there was pt injury - this is the first time that pt injury was mentioned. 09/2001: co rep of c/w spoke to assistant at dr's office, to ascertain some more details. Dr was busy and unable to talk. Assistant was very difficult to understand due to assistant's accent. Assistant confirmed that there were indeed two incidents. It appears that upon ejection of the insert from the handpiece, the scaler tip injured the palate of these two pts. Pt 1 - on event date: the pt was in general good health. During a scaling procedure, the insert ejected and injured the palate. Pt was given xiloxin and a rx for add'l medication and sent home. Patient 2 - the next day: pt in general good health had a very similar occurrence and outcome was same, small injury. Assistant said that, as of 09/2001, both patients are fine without any untoward effects.